Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that during a full arrest the crew attempted to insert an io. The io needle went partially in the bone and stopped. There was a second ambulance on the scene and they used their gun out of the second ambulance and it worked without a problem.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that during a full arrest the crew attempted to insert an io. The io needle went partially in the bone and stopped. There was a second ambulance on the scene and they used their gun out of the second ambulance and it worked without a problem.